Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) reports that about 1 year before the ins was replaced, confirmed 2019 1 year or a little more before the replacement, pt reports that the ins was not working, pt had no pain relief and could not recharge. Pt worked with old dr for several months and was post-poned due to their office closing for covid. Pt began working with a new doctor and he took an MRI and started working right away. Pt reports that before replacing the ins she was in terrible pain and post implant she is completely satisfied with her pain relief, she only has problems when she is on her feet too long.